Manufacturer narrative:
A MFR's service rep performed an on site investigation. The power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reports that the touch screen on the 9900 is locking up and the system must be rebooted to function properly. No pt injury was reported.